Event description:
It was reported that the home monitoring system received an alert. Upon review this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) impedances measuring greater than 3000 ohms. Once the lss occurred it was indicted there was noise on the rv lead. A few months ago the lead impedances were stable measuring 800 ohms and no noise was present at that time. Pacing thresholds were high measuring 1.5v @ 1.2ms from the patients last if office device check. Technical services discussed having the patient come into the clinic for further evaluation to see if they can reproduce the impedance change when programmed to bipolar. At this time this pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to include a conclusion code update.